Manufacturer narrative:
Per the clinic, the infection was treated with an oral and topical antibiotic. This report is submitted on november 9, 2020.

Manufacturer narrative:
This report is submitted on ocytober 13, 2020.

Event description:
Per the surgeon, the patient experienced an infection at the abutment site. It is unknown if and how the infection was treated. The abutment has been removed.